Manufacturer narrative:
B2: the patient's date of death is approximate. Month and year are confirmed valid. Concomitant medical products: product ID m995402a001 (serial: (B)(6); product type: ; implant date n/a; explant date n/a product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported that their controller battery would not recharge. Caller also stated that sometimes while charging their implant the controller screen would go completely white. Caller stated that they have reset the controller but the issue had not resolved. Caller reported battery empty cannot continue screen. Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powered on and confirmed green light on ac power supply. Caller re-inserted the battery pack and reported batteries screen (49) with controller at 0% and ins 50%; however, caller reported no light above controller screen. Caller confirmed no visible damage on controller battery compartment pins nor bp pins. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the battery pack. The rep called to report they tried calling ps, but the patient has not received their li battery pack. Ts confirmed that an email was not sent at the time of call. Ts sent email to repair to replace the patient's li battery pack. Pt called back saying they finally got the replacement battery pack, but thought it was the wrong battery as the model numbers were different (pt now has m995402a). Agent reviewed model numbers were supposed to be different and to put the replacement battery pack in their current controller. Pt did so, but the screen would not turn on. Pt plugged into ac power and screen came on, but there was no blinking green light and the controller icon on the screen did not have a battery with percentage next to it, there was just a plug instead. Agent reviewed sending replacement controller to pt and emailed repair. Pt expressed displeasure at not getting their battery pack after the first call and said they had been without a working controller since monday. Patient called back in stating they received their replacement controller and battery pack, but they needed assistance in pairing the controller to their implant. Agent walked patient through first part of the pairing process, but patients controller battery was depleted, so they could not connect the recharger to pair. Agent walked patient through instructions once the controller is charged, and sent an email copy of the pairing guide. Patient stated they did not receive pairing guide instructions sent with their replacement controller. Patient repeated their frustrations, as they had gone 5 days without using their stimulator now. Agent reviewed to call back if further assistance in pairing is needed. Pt called upset that she has been charging for hours and nothing has advanced and when goes to pair equipment states controller is too low. Agent verified serial numbers and pt was using the old lith battery. Agent had pt reset equipment and during call was seeing a blinking green light. Agent advised to make sure the light is blinking to show charging and will be solid when complete. Pt states the ac power cord is hard to plug in. Agent sent request to repair for ac power as well to confirm it is working.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial#(B)(6) product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745ac serial# unknown product type accessory. H3: analysis of the controller found unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Replaced cracked/worn/broken front case. Replaced broken/cracked rtm/power connector support. Cleaned charger rtm connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.